Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The unit was tested based on an accuracy test using 125ml of water. The delivered rate was as expected. The unit was within tolerance specifications. The unit¿s software was updated as a preventative measure. The battery was replaced because it was out of date. The power connection label was damaged and replaced due to due to opening the unit. The bump was missing and replaced. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported an issue of overfeeding. There was a flow rate issue where it was 50% higher while doing preventative maintenance. Additional information was received stating that the volume on this asset was set to 20ml at a rate of 300ml/hr. The device delivered 30mls.